Event description:
The stop pin in the down arm broke thus allowing the wires to twist inside the arm leading to a short to ground. This "short" then causes the transformer to overheat and then begin to smoke. The dr then called the fire dept who then extinguished the smoking transformer. Unit is 13 yrs old. The short mentioned above is on the output or secondary low voltage side of teh transformer.